Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was unformed. Then, the device was fired outside the patient for functionality several times, the clips were also unformed. But, after that, the clip was formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.